Manufacturer narrative:
H2) additional information: b5, d3 (country code, postal code), e1 (prefix, first name, last name), e3 h3) evaluation summary: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the logs were analyzed and an error code for 'linked to instrument drive unit torque sensor redundancy error' was observed. This error indicates that the instrument insertion caused a high torque on the instrument drive unit. The arm cart assembly was restarted to resolve the issue. Evaluation of the logs indicated that a speed check error from robotic arm joint 5 occurred resulting is a non-recoverable state on the arm cart assembly. An error code for 'linked to robotic arm joint 5 speed plausibility check' was triggered which gives a system recoverable inoperable error and a subsystem non-recoverable inoperable error. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the observed speed check error or the instrument insertion causing a high torque on the instrument drive unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysterectomy surgery, while the patient was under anesthesia, when changing the instrument on the arm cart assembly, the arm triggered an unrecoverable error. While inserting the instrument into the trocar, the instrument detached from the arm and the arm itself stopped, which triggered the error. The arm was rebooted to resolve the issue. Took six minutes to resolve the issue. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysterectomy surgery, when changing the instrument on the arm cart assembly, the arm triggered an unrecoverable error. While inserting the instrument into the trocar, the instrument detached from the arm and the arm itself stopped, which triggered the error. There was no reported patient injury.